Manufacturer narrative:
(B)(4). The two expedium 300mm rods [product code: 1797-62-300] were not returned to the complaints handling unit (cqu) for evaluation. As a result, an investigation will be based on a no sample device evaluation. Should more information and/or the device samples become available at a later date, this complaint file will be reopened and the samples will then receive a full evaluation. The investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by legal. Patient had titanium rods implanted. Two rods broke post op. Revision surgery scheduled for (B)(6) 2017.